Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) analyzed impedance trend data and found that the impedance values had risen up to 166 ohms and had been consistently high for over a year. The physician will perform a commanded shock test in the future. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) analyzed impedance trend data and found that the impedance values had risen up to 166 ohms and had been consistently high for over a year. The physician will perform a commanded shock test in the future. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, a defibrillation threshold (dft) test was performed. The first induction did not convert, but the second attempt was successful. There was a code 1005, indicating an open circuit condition, after both inductions. Ts stated that this lead should be replaced. No additional adverse patient effects were reported. Currently, this lead remains in service.